Event description:
A report was received that the pt is scheduled for a pocket revision due to the placement of the ipg being along the pt's beltline causing discomfort. The physician relocated the pt's pocket site. The pt is reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.